Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the unit's return electrode monitoring (rem) did not alarm as it should. The unit's rem alarm activated at 144ohms versus the expected 140 ohms, a scenario that could lead to patient harm. There was no patient involved.

Manufacturer narrative:
Additional information: evaluation summary: this report is based on information provided by the service center. One device was received for evaluation. A visual inspection of the generators exterior found the rear chassis panel pushed in on the right hand side. The customer reported that the unit's rem did not alarm as it should. The rem receptacle was replaced as a preventative measure to address the condition. A failure was found during the investigation. Error code 190 was found in memory. If information is provided in the future, a supplemental report will be issued.